Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, when removing the plunger, the suture could not be verified and a cuff miss occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was confirmed as an observed link separation with an observed suture malposition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related operational context of the procedure. It is likely an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the observed suture malposition. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.